Event description:
The hospital nurse called to report that one of the buttons on the insulin pump was not responding. The nurse then stated that the customer was hospitalized for high blood glucose levels. The nurse didn't know the customer's blood glucose reading. Troubleshooting was not performed due to the buttons not responding. Advised the nurse that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.